Event description:
It was reported that there was difficulty inserting the right atrial (ra) lead into the head of this pacemaker during initial implant. No adverse patient effects were reported. Both this pacemaker and ra lead were successfully implanted and remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device. Please refer to the event description for more information regarding the specific circumstances of this event.